Event description:
Oxygen concentrator involved in a fire that the cannula tubing caught fire and burned back to the device. No pt injury occurred.

Manufacturer narrative:
Airsep is waiting for the return of the oxygen concentrator to evaluate. A f/u report will be sent.